Manufacturer narrative:
A4 - patient weight added to this report. D6b - date of explant added to this report. During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and patient weight information. Further information was requested but not received.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the patient's ipg. If is unknown if the ipg depleted prematurely. In turn, surgical intervention may be pending to address the issue.